Event description:
It was reported that a cartridge alarm, alarm 01, occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to load a second, new cartridge and successfully resumed insulin following these instructions.